Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker had reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed that this device is demonstrating a gradual rise in power consumption consistent with hydrogen induced premature battery depletion. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker had reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed that this device is demonstrating a gradual rise in power consumption consistent with hydrogen induced premature battery depletion. This device was explanted. No additional adverse patient effects were reported.